Manufacturer narrative:
No sample has been received. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that dull knife performance was experienced during a procedure. There was no harm to the patient. Additional information has been requested. This is the second of two medical device reports for this facility.